Manufacturer narrative:
The device has not been returned for evaluation and no images were provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
Broke during the dressing change.